Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned, tasp exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off, fragment not returned. Device history record was reviewed, and no discrepancies were identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Personatasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06188.

Event description:
It was reported that the fractured instruments were discovered post-surgery. No patient or procedure involvement reported.